Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. Prior to use, the needle detached from the suture as it was pulled from a newly opened package. No patient consequences were reported.